Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx pro closure device and delivery system (wds) were selected for use. The 20mm closure device was deployed but was not yet released. The physician was about to inject contrast to assess the closure device on fluoroscopy imaging. During that time, possible air bubbles on live transesophageal echocardiogram (tee) were visualized. The patient then experienced st elevation on electrocardiogram (EKG) and their blood pressure became hypotensive. The anesthesiologist gave medication to keep blood pressure stable. The interventional cardiologist implanter gained arterial access and injected contrast into both coronary arteries. By that time the st elevation resolved, and patient pressures had become stable. There was no air visualized in the coronary arteries. The procedure was successfully completed with no further complications. The physician suspected that the air was introduced through the connected tubing prior to the contrast injection prior to releasing the 20mm closure device. The patient was reported to be completely stable and alert the same day.